Manufacturer narrative:
Patient is reported to be asymptomatic. No product will be returned as it remains in-situ, no product information was given, and no further evaluation of the product can be completed at this time. Radiograph received depicting fracture of both inferior-most screws. Patient reportedly has a high bmi. Patient compliance with postop care is unknown. Contraindications include, but are not limited to: obesity. An overweight or obese patient can produce loads on the spinal system which can lead to failure of the fixation of the device or to failure of the device itself. Possible adverse effects: potential adverse effects may include, but are not limited to the following: bending, disassembly, or fracture of any or all implant components.

Event description:
In (B)(6) 2018, the patient presented for a revision surgery of a prior lumbar fusion with instrumentation (l3-s1) from another manufacturer. Both s1 screws in that construct had reportedly fractured. In the revision procedure, the prior construct was removed and overwatch instrumentation was implanted in its' place (from l3 to s2, skipping s1). Approximately 90 days post-operatively, the two inferior-most screws were reported as fractured. Surgeon is monitoring the patient.